Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer also reported that the insulin was squirting out during manual prime process. The customer's blood glucose was 107 mg/dl at the time of incident. The customer's blood glucose was 527 mg/dl at the time of call. The customer stated that the insulin continued to drip after letting go of the act button during prime process. The customer stated that they saw a gap between the piston and reservoir stopper during prime. The customer stated that the drive support cap appeared normal. The reservoir will not be returned for analysis.